Event description:
It was reported that during the procedure, while using the awl for placement of the second anchoring plate, the cage was damaged. The damaged cage was removed and replaced with an alternate cage to complete the case. There was no reported surgical delay or patient harm.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Summary: visual examination confirmed the cage fractured as reported. Per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. No corrective or preventive actions are recommended at this time. The device is used for treatment. The cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure, while using the awl for placement of the second anchoring plate, the cage was damaged. The damaged cage was removed and replaced with an alternate cage to complete the case. There was no reported surgical delay or patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, while using the awl for placement of the second anchoring plate, the cage was damaged. The damaged cage was removed and replaced with an alternate cage to complete the case. There was no reported surgical delay or patient harm.